Event description:
It was reported that the user experienced persistent hyperglycemia following meals while using the ilet with a cartridge and infusion set, with ilet and confirmatory fingerstick readings in the 300¿400 mg/dl range; troubleshooting was performed and a full supply change was completed with subsequent downward glucose trend. Symptoms included no reported physical complaints. Outcomes included no emergency treatment, no hospitalization, and continued use of the device after supply replacement and education. Investigation included remote troubleshooting, review of reported blood glucose values, and user-assisted replacement of consumables. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or component failure was identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.